Event description:
It was reported that the device presented no disposable alarm with a cassette attached. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable because the results of the complaint investigation, based on the nature of the failure, do not indicate a problem with the manufacture or repair of the device. Visual examination observed the following: keypad and tamper labels intact. Device appears to be in good physical condition. Multiple no disposable events were noted in the device history log. Functional testing was performed. Sensor testing found the sensor alarm values were within manufacturing specification. The reported event was unable to be replicated during testing. The reported issue was unable to be confirmed. The root cause was unable to be determined. Repairs included: replacement device sensor as a preventative measure.